Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "patient was participating in pmcf study (B)(4) and reported fresh sleeve appearing yellow and dry and questioned whether there was enough effective lubrication. Reporting pain moderate discomfort on insertion and removal."